Event description:
It is reported that the device was implanted in 2003, and revised in 2009, due to recurrent dislocation.

Manufacturer narrative:
The femoral head (manufactured by ntk/ngk) and trilogy longevity liner were exchanged during the revision surgery, due to the patient having recurrent dislocations. All other components remain in the patient. The patient's weight, height, and activity level are unknown. Operative notes and x-rays were not provided for review. No information is included from the surgery regarding tissue tension, potential sources of impingement disposing the patient to dislocation, presence or absence of trochanteric nonunion, or orientation of components. Based on the available information, a definitive cause can not be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.